Manufacturer narrative:
Event date is (B)(6) 2022. Field service engineer (fse) went on site to evaluate and repair the customer reported issue of broken push-plate of the device. Upon evaluation of the device, fse noted that the grey connector was broken and needed replacing. The front panel was cracked as well. Fse repair the device by replacing the parts. Fse repaired the device and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Field service engineer (fse) went on site to evaluate and repair the customer reported issue of broken push-plate of the device. There is no reported harm to any patient. Upon evaluation of the device, fse noted that the grey connector was broken and needed replacing. This medwatch is being submitted for the issue of the broken grey connector noted during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the tube was unable to be connected since the connector became loosened and came apart. As the cause of the loosened connector, we presumed that the user applied stress to the connector in the loosening direction, and the stress was accumulated. Hitting with something hard was also presumed as the cause. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 3. Inspection before use, 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents if any irregularity is found, do not use the equipment and contact olympus. ¿ olympus will continue to monitor the field performance of this device.